Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device froze and then rebooted while in use and using the notes feature. No patient harm, health consequences or impact occurred.

Manufacturer narrative:
Patient information and date of event updated. Date product received updated.

Manufacturer narrative:
Updated device problem code grid.